Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-07175. It was reported the patient had experienced a burning sensation with pain at the ipg site while recharging the device. The patient also reported redness around the ipg site which resolves a day after recharging. The patient is working with her physician to determine a resolution. Surgical intervention is pending. On (B)(6) 2012 (B)(6), sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.